Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation but has not yet been returned despite attempts made. The alleged issue and incident as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted.

Event description:
It was reported the fred x stent was used as recommended, but the proximal portion of the stent deployed poorly when the stent was deployed and implanted. Despite poking the undeployed portion with a guidewire and catheter to open the stent, the stent did not open properly. The stent was then attempted to be removed from the patient. It was difficult, but the entire stent was then removed from the main trunk of the basilar artery using a snare. A shorter stent was then implanted instead. Subsequently, the procedure was successfully completed. However, it was confirmed that the branches were not visible within 24 hours after the procedure. It was determined that the patient had developed a cerebral infarction. Argatroban was administered. The patient¿s hemiplegia symptoms improved on (B)(6) 2026. It is noted the patient will focus on rehabilitation. Primary disease: ba-va cerebral aneurysm. Complication: postoperative cerebral infarction resulting in persistent hemiplegia medical history: none. No image available. Health hazard: paralysis (there is a causal relationship resulting from stent removal due to poor deployment.) Stent implantation site aneurysm location: va, ba no side branch vessel covered size: 6 mm in neck length, 8 mm in width, 5 mm in depth, 5 mm in height unruptured shape: fusiform lesion site: center parent vessel diameter: 4.5 mm on the proximal side and 3.8 mm on the distal side antiplatelet and anticoagulant therapy preoperative: aspirin (B)(6), prasugrel (B)(6). Postoperative: aspirin platelet reactivity test: not performed poba: not performed no additional incident information was provided.

Event description:
No additional incident information was received, however the device was returned and evaluated. Please see d10, h3, h6 and h11.

Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. Investigation conclusion the investigation found the stent returned deformed with broken tantalum wires, which is consistent with the stent being removed using a snare as described in the reported event. The proximal portion of the inner stent did not fully open due to the presence of residual blood. The stent could not be loaded onto an in-house pusher for deployment testing due to the broken tantalum wires. No procedure imaging/videos were provided for review; therefore, the investigation could not determine if the stent exhibited expansion issues prior to removal with a snare.